Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent on low anterior resection with mobilization of the splenic flexure and sutured rectopexy with aris mentor on (B)(6) 2005 due to rectal procidentia. It was reported that patient underwent sling excision, graft placement using pelvisoft and cystoscopy on (B)(6) 2005 due to sling erosion into vagina. No additional information was provided.